Event description:
Sorin group (B)(4) received a complaint that the pump stopped several times at a specific pump speed. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump (510(k) number k950990) and the s3 double headed roller pump (510(k) number k955038). The speed potentiometer is a component of these pumps. The incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4)'s medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a complaint that the pump stopped several times at a specific pump speed. There was no patient involvement. It was determined that the speed potentiometer was defective and it was returned to sorin group (B)(4) for further analysis. Debris was found inside the speed potentiometer. Sorin group (B)(4) stated that the debris caused the reported problem. Sorin group (B)(4) will continue to monitor the market for similar issues. No further action is required. Additional 510(k)#: k955038.